Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported a piece of the tip of the robot arm broke off in the patient. The procedure was completed . Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the permanent cautery hook instrument broke off. The instrument was inspected prior to use with no damage noted. Surgical task was being performed when the device fragment fell inside the patient was dissecting. Surgeon was not sure what caused the breakage. The instrument was only used for a few minutes before it broke. They did not notice any issues in functionality. No collision occurred with the instrument. The instrument was not removed during the procedure. Upon final removal of the instrument, the arm was straightened, there was no resistance, no damage noted to cannula and no damage noted to instrument. All fragments were removed. Fragments were retrieved with another robot arm. All the fragments retrieved were confirmed by matching up to the other piece. No additional surgical procedure required to remove fragment. No post op x-rays or ultrasounds were performed to check for remaining fragments. The procedure was completed robotically by opening up another permanent cautery hook. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The permanent cautery hook instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have a broken distal clevis on both sides of the ears of the clevis. Only one of the broken pieces was returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.

Event description:
Refer to h10/h11 for follow-up information.